Event description:
The device was used during a left hemicolectomy with ileum resection. It was reported the surgeon used it to top off a side to side ileo-proctostomy. The staples reportedly were formed correctly, but the staple line bled and required a complete oversewing with suture. There was no consequence to the pt.